Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, not able to duplicate issue. No lights working not duplicated returned unrepaired est declined. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, not able to duplicate issue. No lights working not duplicated returned unrepaired est declined. The dealer stated the unit has no lights working on the unit.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the unit has no lights working on the unit.